Manufacturer narrative:
It is unknown if the sample is available for evaluation. A follow-up report will be provided once additional information is received from the complainant.

Event description:
"When performing the exchange of the peripheral parenteral nutrition, when salinizing the catheter, it is leaking at the entrance. Placed the syringe of 10 ml, I observe extravasation of the saline solution at the entrance. It was necessary to remove the catheter."

Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.